Event description:
The patient fell and hit her head on the implant side. This caused the magnet to dislodge from the implant. The device was explanted (date unknown) and a new device was implanted. The patient is reportedly doing well with the new device.

Manufacturer narrative:
This is a final report. This complaint was previously filed as an adverse event. However, our device analysis report has provided information suggesting a product problem. Please see the attached report. Background information provided: it was reported that the patient suffered a fall and blow to the implant side of the head. Afterwards, it was discovered that the magnet had become dislodged. Results/findings of analysis: the device was returned with the magnet removed fro the magnet pocket. The bottom of the magnet pocket was torn for approximately half the circumference of the magnet. The device passed all tests conducted to verify the proper operation of the stimulator. Details of analysis: the device was returned with the magnet removed from the magnet pocket. The bottom of the magnet pocket was torn for approximately half the circumference of the magnet. Bends, kinks and cuts consistent with explantation were observed along the electrode lead. In one of the kinks, approximately 8 millimeteres from the stylet exit, a single broken electrode wire was observed. Kinks, cuts and exposed wires consistent with explantation were observed along the ball electrode lead. X-rays of the device showed no anomalies aside from those described above. Continuity between electrodes was checked at the electrode rings via the integrated circuit. An open circuit was detected on electrode e1. Continuity was observed on all other electrodes. The device passed all electrical testing conducted to confirm operation of the stimulator.